Event description:
It was reported that a patient underwent a sling procedure for the treatment of urinary incontinence on (B)(6) 2008. In (B)(6) 2012, the patient returned to the hospital for bladder symptoms and a stone around the bladder neck was noted. The surgeon tried to remove the stone transurethrally, but was not able to do so because the stone adhered firmly to the bladder. The surgeon aborted the procedure. The patient underwent a CT scan which showed the sling around the urethra near the stone, and the sling was exposed at the urinary bladder. The surgeon stated that the patient formed a bladder stone at the center of the exposed sling and has not decided on future plans for the patient. The surgeon opined that a possible cause and contributing factor for the event was a mesh erosion.

Manufacturer narrative:
(B)(4): bladder stone occurred, urinary symptoms occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 2955143, mfg date: 09/11/2006, exp date: 09/30/2009. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.